Manufacturer narrative:
The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was a kink in the sheath. The following information was provided by the user facility: when the arteriotomy locator was being inserted in the sheath, resistance was felt. When the sheath was observed, a kink was found in the tip of the sheath. The device was not used and manual compression was applied instead to achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was the right common femoral artery. The size of the sheath ancillary used was 7 fr. It was reported that there was no health damage to the patient.